Event description:
It was reported that a solution set was difficult to prime with clinoleic. The tubing below the final y-site would not prime. A syringe was used to inject 10 ml of clinoleic into the final y-site to complete priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation to investigate the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, passing successfully with no issues noted. Therefore, the reported condition could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.